Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had critical pump error, rewind, audio anomalies, prime and keypad anomalies. The customer¿s blood glucose level was unknown. The customer reported that the insulin was squirting during priming and louder during rewind. It was reported that the motor sounds labored loud clicking and buttons were less responsive. It was reported that the buttons were harder to press and sometimes has to press buttons twice. The customer stated that they had no delivery alerts more frequent and also had critical pump error. The customer was advised to discontinue use of the pump. The insulin pump will not be returned for analysis.